Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization with high blood glucose levels and diabetic ketoacidosis. The customer states they had passed out, fallen, and broke two bones. The customer was instructed to go to the hospital by their healthcare provider. The customer states at the hospital the customer was in diabetic ketoacidosis. The customer states that her body's sodium was so low that she passed out. The customer's blood glucose level at the time of incident was unknown. The customer is still currently in the intensive care unit. The customer is having their sensor replaced. The customer declined to troubleshoot the pump and states the pump is working beautifully. No further assistance needed at this time. The customer mentioned their serter was broken and did not fire.